Event description:
It was reported that 15 episodes were unable to be retrieved from the patient's insertable cardiac monitor (icm), they appear as invalid electrograms (egm). No changes or interventions were reported. The patient condition was not known.